Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) during validation testing on the echo. Patient sample 1 has history of anti-c and anti-e. The c and e positive cells on the crrid resulted negative. Antibody ID testing on the same sample by manual tube method resulted positive with the c and e positive cells. Patient sample 2 with a history of anti-jka resulted negative with jka positive cells on crrid when tested on the echo. Patient sample 3 with a history of anti-jkb resulted negative with jkb positive cells on crrid when tested on the echo.

Manufacturer narrative:
Review of the camera images: sample 1 shows a well score of 1 for cell #1(homozyogus c) & cell #3(homozygous e) of crrid, lot id117 resulting in a negative reaction. Well images show red cell buttons not sharply defined with irregular borders with a very slight degree of adherence. Well images appear negative. Sample 2 shows a well score of 1 for cell #2 and well score of 2 for cell #11(both homozygous jka) of crrid, lot id120 resulting in a negative reaction. Well images show red cell tightly defined with no red cell adherence. Well images appear negative. Sample 3 shows a well score of 1 for cells 3 & 5 and well score of 0 for cell #8(homozygous jkb) of crrid, lot id121 resulting in a negative reaction. Well images show red cell buttons tightly defined with no red cell adherence. Well images appear negative. The reactivity of the c antigent was confirmed on retention crrid lot id117 with anti-c. DHR reviews were performed: crrid lot id117, DHR indicated all specifications were met. Crrid lot id120, DHR indicated all specifications were met. Crrid lot id121, DHR indicated all specifications were met.